Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline was damaged. The outer silicone and armour layer next to the modular cable connector were removed and the pump was working as expected. The damaged area was repaired using rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted driveline photos confirmed the report of superficial pump cable damage as well as discoloration of the external pump cable bend relief. Although a specific cause for the damage and discoloration could not be conclusively determined, it did not contribute to a functional issue. The silicone outer jacket and armor layer of the pump cable were found to be damaged near the inline connector of the driveline on 19oct2021. It was reported that the pump was working as expected. The damaged area was repaired with tape. The submitted photos confirmed the report of damage to the silicone outer jacket and armor layer of the pump cable near the inline connector of the driveline. It was also noted that the external pump cable bend relief demonstrated brown discoloration. As an incidental finding, it was noted that the modular cable jacket demonstrated gray discoloration and the modular cable inline connector bend relief demonstrated yellow discoloration (refer to the modular cable investigation regarding this finding). The submitted log files collectively contained data from 11oct2021 through 22oct2021 and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03apr2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." . The heartmate 3 lvas patient handbook, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.